Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2018-00228, 0002648920-2018-00874. UDI (B)(4). Concomitant medical products: femur cemented posterior stabilized (ps) narrow right size 7, item# 42500006202, lot# 62956147. Articular surface fixed bearing posterior stabilized (ps) right 13 mm height, item# 42521400513, lot# 62669127. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient fell over and subsequently felt pain in right wrist and pain in right leg. There is no additional information at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. The reported event cannot be confirmed due to limited information from the customer. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed for deviations and/ or anomalies with no relevant deviations / anomalies identified. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.